Event description:
The port was "deffective." The port was removed over the weekend and the origial reporter did not know what problem caused the port to be removed.

Manufacturer narrative:
The implicated product is a 12.0 fr. Dual lumen catheter in a basic tray. The product received for evaluation is the proximal segment of a 12.0 fr. Dual lumen catheter measuring 22.4 inches long and a second dual lumen segment measuring 3.4 inches long. No cuff is present on either segment, however, the proximal segment contains an area of silicone adhesive residue located between 15.4 and 15.65 inches from the proximal end. The distal tip of the proximal segment is irregular and broken. One end of the second tubing also has a rough, irregular edge while the opposing end is relatively even and terminates in an abrupt angle. A lot history review is not possible as no lot number has been provided. The complaint file includes an inter-office memorandum dated 2-12-96 indicating the device had been in place approx. 3 months when the complaint incident occurred during routine fluid adminstration. No info is provided regarding any previous problems with infusion or aspiration. A "split" was confirmed by fluoroscopy with subsequent surgical intervention to remove the proximal segment and snare the distal fragment. The memo also states "the dr.'s believe it may have occurred due to 'pinch-off..." Tactual exam is remarkable for occlusion clamp impressions in the proximal segment and an irregular annular ring in the loose piece. This ring may be the result of the instrument used to retrieve the embolized tubing. Patency of both lumens of each segment is confirmed by flushing and aspirating water with a 12cc syringe. No leaks are noted as each lumen is individually occluded and hydraulically pressurized to sustained pressures greater than 25psi. Under 7x microscopic exam, a comparison of the broken ends of the individual segments is made. A match is evident, identifying the shorter segment as the distal portion of the catheter. Ten power magnification of the tubing ends reveals the distal tip of the proximal segment and the proximal end of the distal segment to have broken, irregular edges and rough, uneven faces. This suggests blunt trauma severed the tubing. The distal tip of the distal segment is regular with a flat, striated surface indicating it was cut with a sharp instrument such as a scalpel. Except for the absence of a surecuff and silicone adhesive residue on the proximal segment, the outer diameter of both portions of tubing is unremarkable. A microscopic micrometer is used to measure the cross-sectional outer diameter of the tubing segments' broken ends. The two axes of the proximal segment's distal tip are .160 x .150 inches. The two axes of the distal segment's proximal end are .155 x .149 inches. The average outer diameter measurement for 12.0 fr. Dual lumen tubing as established by the MFR is .157 inches. The complaint of catheter breakage and embolization is confirmed. It should be recorded as user-related. The fact that the device had been in place and functional for nearly three months combined with the evidence of blunt trauma suggests